Event description:
It was reported that the patient's module cable was replaced on (B)(6) 2021 due to extensive damage. During the modular cable exchange, the healthcare provider (hcp) had difficulties connecting the pump cable to the modular cable. The hcp also had difficulty securing the connection between those two cables. As of (B)(6) 2021, the patient was reportedly stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of difficulty engaging the modular cable was not confirmed. The modular cable (lot number: 8183709) was not returned for evaluation and no pictures of the reported issue were submitted. Multiple requests for additional information were made to determine if the modular cable would be returned for evaluation; however, no response was received regarding this subject. It was reported that the patient was stable despite the connection issues. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 patient handbook, rev. C, section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU), rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible). The subsection entitled ¿what not to do: driveline and cables¿ informs the user not to twist, kink, or bend the driveline and to check the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Heartmate 3 patient handbook, rev. C, section 2, entitled ¿how your heart pump works¿ addresses the proper steps for connecting the driveline to the system controller. Heartmate 3 instructions for use, rev. C, section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook, rev. C, section 6, entitled ¿caring for equipment¿, explain how to properly care for the driveline cable. This section also instructs the user to check the driveline daily for signs of damage such as cuts, holes, and tears, and to call the hospital right away if the driveline is damaged. The driveline needs to be cleaned by gently wiping any dirt or grime using a towel with mild dish soap and warm water. The heartmate 3 patient handbook, rev. C, cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the modular cable, lot number 8183709, was manufactured in accordance with manufacturing and qa specifications. The modular cable was shipped to the customer on 21nov2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report numbers: 2916596-2021-07257; 916596-2022-00428.